Manufacturer narrative:
(B)(4).

Event description:
The pt experienced stimulation in the wrong location which resulted in not using his device for the past few months. He underwent a lead revision. Following the revision, the ins was found to be overdischarged. A power on reset (por) occurred and there were telemetry issues. Additional information has been requested.